Manufacturer narrative:
H3: analysis found that -the customers complaint could not be confirmed. No message was received. The stim knobs are bent or broken h6: codes are updated. Previously applied fdm b17, fdr c20, fdc d16 and img g02030 codes no longer applicable. Analysis of product ID:nim4cpb1 analysis found that the top and bottom enclosures are broken. Some of the electrode jacks are loose. The batteries are more than 2 years old and need to be replaced h6: codes are updated. Previously applied fdm b17, fdr c20, fdc d16 and img g02005 codes no longer applicable. The codes : fdc: d20, img: g04079 belongs to product ID: nim4cm01. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that device was getting patient interface fault detected error message. The device can be switched off and on, but the error message often reappears. There was no patient involved.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: n im4cpb1, serial/lot #: (B)(6), ubd: , UDI#: (B)(4); img g02005 belongs to product ID: nim4cpb1, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.